Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP pro device's sound abatement foam. The patient has alleged lot of mucus and irritation. Additionally patient alleged that able to sleep well with the machine. There was no report of patient harm or injury. The device was evaluated, and evaluation result stated that the complaint was not confirmed and there have no secondary findings available. The device was returned, and the device was scrapped. Manufacturer did not confirm any foam particles.